Event description:
Pt revised for dislocation. Replaced with a delta extend reverse shoulder.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the pt was revised to a delta xtend reverse shoulder. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.